Event description:
It was reported that during a stenting treatment procedure, a vessel perforation occurred. Access was obtained through the femoral artery. The 32mmx4.0mm, 76% stenosed, eccentric target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). It was predilated with a 40x3.5mm apex balloon. Next, a 3.5x38mm taxus liberte long stent delivery system (sds) was advanced to the lesion and the stent was deployed. The apex balloon catheter was re-advanced to post dilate the stent and it caused a perforation. The patient was taken to surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR # 2134265-2010-05663 it was further reported that post the stenting treatment procedure, the patient expired. The 3.5x40mm apex balloon was inflated 4 times as follows: 8atms/10sec, 8atms/12sec, 10atms/8sec and 4atms/20sec. The 3.5x38mm taxus liberte sds was deployed at 20atms/30sec. The apex balloon was re-inserted and inflated twice: 22atms/15sec and 22atms/8sec. The patient was taken to emergency surgery for repair of a right coronary artery laceration, repair of right ventricular laceration from the pericardial drain, and coronary artery bypass x1. The surgery was successful, however after surgery the patient expired and per the physician the cause of death was cardiopulmonary cessation. It is unknown if the perforation contributed to the patient death.